Manufacturer narrative:
Other text: one infusion pump was received for evaluation in relation to the reported event. It was noted that all labels were intact, no external damage found. A review of the event history log was unable to be completed as the history function of the device was not set up. Functional testing of the device was able to confirm and replicate the reported event. The device began alarming error code (B)(6) upon power up and testing. It was determined that the microprocessor board was inoperable and contributed to the reported event. The microprocessor board was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device experienced a system fault during testing. There wa no patient involvement reported.